Event description:
During an implant, the device could not be interrogated post therapy delivery. The therapy was unsuccessful at terminating the rhythm, and the patient had to be externally rescued. Following the conversion, the st. Jude medical representative attempted to reinterrogate the device, an error message was received. The device still could not be interrogated after multiple attempts. The physician opted to implant another ICD.